Event description:
It was reported that the fixed water in the foley catheter was not coming out from a certain place. Although it was not recommended to perform a pre-test to prevent cuff roll, a pre-test was performed at the time. It seemed that the situation was such that water was difficult to get in (lot# myjs4685) and out (lot# nghz2815). Per follow up information received via ibc on 27dec2024, customer confirmed that patient involvement. Per investigator's notification received on 15apr2025, it was reported that catheter was difficult to deflate with returned syringe was found during sample evaluation.

Manufacturer narrative:
The reported event was unconfirmed. Received (3) photo samples. The first photo sample shows the top view of the catheter with syringe. Second photo sample zooms in on end of catheter with deflated balloon. Third photo sample shows inflation valve cap. Visual evaluation of the returned sample noted one opened (without original packaging), used silicone foley catheter with sample port connector and syringe. Visual inspection of the sample noted no physical defects present. Using the return syringe the catheter balloon was inflated with 10 ml methylene blue solution (3 drops 1 percentage aq methylene blue per 100 ml distilled water) and the balloon inflated properly. Balloon concentricity okay. With the return syringe attached the balloon deflated passively in under 5 min: 1 min 46 sec. Based on the sample received the reported event is unconfirmed. No root cause could be found because the reported event was unconfirmed. A DHR review is not required as the event is unconfirmed, however, one was completed prior to the confirmation. As the reported event is unconfirmed a labeling review is not required. Correction: d, e, h. This report references a us equivalent device. The us UDI equivalent for this product number is used. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. This report references a us equivalent device. The us UDI equivalent for this product number is used. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that fixed water in the foley catheter did not come out from a certain place. Two consecutive cases occurred in the same lot. Per follow up information received via ibc on 27dec2024, customer confirmed that there was a patient involvement.